Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device over infused, the reporter noted that the device had been initiated in 2025 at 13:16. The patient later contacted the infusion center reporting that the pump had completed earlier than expected. The device was beeped from at 08:30 in 2025, which was approximately three hours ahead of the anticipated end time of 11:16, based on a full 46-hour infusion schedule. Upon returning to the infusion center for disconnection, the pump displayed 8.6 ml remaining to be infused. The reservoir volume was confirmed to be 8.6 ml, with a programmed infusion rate of 3 ml/hr and a total volume of 138 ml, resulting in a 6.2% variance. The pump will be returned for further evaluation. The pump number is 1230963, and the tubing lot number is 6093403. The texium lock used was #25035202. The patient is a 51-year-old female patient weighing 73kg. The date of this product was on 6-aug-2025. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.